Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. The patient experienced unconsciousness with no breathing or pulse. The cgm was reading 79 mg/dl and the blood glucose reading was 540 mg/dl. The patient was in ICU from 11/5/2022-11/8/2022 and was treated with an insulin drip and saline. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.